Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set cannula dislodged event on (B)(6) 2025. Event occurred after 3 or more hours of insertion. Infusion set was used for 12 hours. The insertion site was the abdomen. Blood glucose level was displayed high at the time of the event. Therefore, patient took correction bolus via pump for the treatment. Patient has ketones. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch lot 6009842 in question was manufactured at the reynosa site. The reference samples for the lot 6009842 have already been previously tested for visual inspection complaint (B)(4) on 20/jun/2025. All test results were found within specifications as per the test report complaint (B)(4) test report. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to work instruction (wi) version 3 on reference samples, 10/10 samples passed the test. Device history record (DHR) review: the lot 6009842 was manufactured according to the wi version 118 packaged in the inset 8, on 24/oct/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 09/jul/2025 against malfunction code soft cannula dislodged from tissue during use and lot 6009842 and no other complaints have been registered in database for the same lot lot and malfunction code. Conclusion summary of the related event: as a result of the following: on the investigation on reference samples, no issue were found related to soft cannula issues, harm no reportable, no defect on tests, no non-conformance (nc) raised during production, no more complaint was received on the lot in question and malfunction, no further action are required, therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.